Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. One procedure was performed to explant the aus system and allow the patient to heal. The second surgery was performed to implant the new aus system. There were no further patient complications reported.